Event description:
It was reported that during use of the pump, some of the keys on the control head did not work, and keypad alarms were experienced. Because of this, the unit was exchanged. There were no pt complications.